Event description:
Patient #1ercp performed. Post procedure, patient unresponsive. CT of the head without contrast ordered. CT impression: multiple bilateral supratentorial and infratentorial evolving infarcts. There is mild swelling and edema of the posterior fossa. Slight interval increase in size of ventricles. Mild petechial hemorrhage within the posterior right temporal lobe infart. Patient #2ercp performed. Post procedure patient unresponsive. CT of the head without contrast ordered. CT impression: small hypondensities with in right and possibly left cerebral hemisphere, as well as bilateral caverness sinus regions, the findings suggestive of air versus less likely fat emboli.